Event description:
On 07-may-2026, a sales representative reported via email that an ar-3642sp knotless 2.6 fibertak double loaded anchor failed to tension after the repair sutures were shuttled. The anchor was removed from the patient, and the procedure was completed using a replacement anchor. No additional anesthesia was administered. This issue occurred during a rotator cuff repair procedure. No patient harm was reported. Additional information was received on 15-may-2026: it was reported that the procedure was performed on (B)(6) 2026. No resistance, slippage, or abnormal feedback was noted while attempting to tension the device. The sutures moved freely through the anchor prior to tensioning. The anchor was completely removed intact. The procedure was prolonged by approximately 15 minutes. There was no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.